Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about the display screen on his insulin pump being difficult to read. Customer reported that the screen is not scratched or damaged. Customer stated that the lighting on the screen is fading and he cannot see the display in daylight. Customer stated that this issue affects the insulin pump therapy management. Nothing further reported.